Manufacturer narrative:
Based on the provided information and tests performed on site, there is no indication of a malfunction of the MRI system or coil used that contributed to the injury. The injury is consistent with injuries caused by contact between the left hip and the short flexible cable that connects the top and the bottom part of the cardiac coil. When the patient is positioned feet first supine this cable will run close to the left hip, it was stated that no padding was used to avoid cable to skin contact. Contributing factor identified in this case is: 5 scans on high sar. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The investigation is ongoing on this event. When the investigation is completed a follow up will be sent to the FDA.

Event description:
Philips received a report from a customer related to a patient heating incident with an achieva 1.5t mr system. A patient was scanned for an MRI examination. After the examination a blister was observed on the patient's left hip.